Event description:
It was reported that during a photo-vaporization of a 60g prostate gland, the fiber began forward firing. The physician successfully completed the procedure with bipolar transurethral reception method. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber tip was in good condition. Microscopic inspection identified non-defects. The fiber tip exhibited no debris adhesion on its surface. Functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm; therefore, the reported forward firing is not confirmed. There were no damaged identified on the fiber tip or fiber body. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged forward firing.

Event description:
It was reported that during a photo-vaporization of a 60g prostate gland, the fiber began forward firing. The physician successfully completed the procedure with bipolar transurethral reception method. There were no patient complications.